Event description:
It was reported that the patient received multiple inappropriate shocks. It was also reported that the right ventricular (rv) lead had high and varying impedance measurements and noise was seen on the patient's electrogram. Additionally, a lead fracture was suspected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed; performance data regarding the lead was also received and analyzed. Analysis of the distal portion of the lead revealed that the proximal conductor developed a fracture due to flexing while in vivo, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, there was blood on the distal conductor of the lead (and it was not obstructed), the outer insulation of the lead was extrinsically breached due to a tear and the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Analysis of the performance data indicated a patient alert for out of tolerance subthreshold lead impedance occurred on 2013-04-11 and weekly pace trend data showed an increase for the rv (right ventricular) pacing impedance from 848 ohms to 2032 ohms peak between 2013 (B)(4) and 2013(B)(4). Additionally, programmer data showed a patient alert for a lead failure predictor on 2013 (B)(4) and a patient alert for out of tolerance subthreshold lead impedance on 2013 (B)(4). A ventricular sic (short interval count) of 496 counts over 10.98 days occurred between 2013 (B)(4) and 2013 (B)(4). Concomitant product: 5524m implantable pacing lead 2001 (B)(6). (B)(4).